Event description:
It was reported via repair work order that the scale reading fluctuated due to load cell malfunction. It was also reported that the fowler did not move up and down due to gas cylinder malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.